Manufacturer narrative:
Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01429658. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00193 and 1058196-2012-00194.

Manufacturer narrative:
The report from the clinical study (B)(4) for patient with (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd ((B)(4)) of the left vertebral artery. During the procedure, the patient developed left asymptomatic cerebral infarction. Action taken was medication and the outcome as of ten months from onset was recovered without sequel. Initially the (B)(4) was implanted but after placing the 22mm vrd, it was determined that another size stent or more stent length was needed because of how the first vrd was positioned; therefore an additional stent (B)(4) was needed. There were no issues during deployment that might have contributed to the event, and the stent was 22mm as intended. A jailed technique was used for the procedure, and the aneurysm neck was measured correctly. During the event, the stents were patent and there was no thrombus noted at the site prior to or during the procedure. The enterprise stents were fully expanded, appose to the vessel wall and in a stable position. According to the physician, the relationship of the event to the procedure was unrelated, and to the vrd's cannot be denied because the site of cerebellar infarction was distal to where the devices were implanted. The (B)(6) female had no other medical history. The unruptured saccular aneurysm neck was 5.5mm, and the neck to sac ratio was 5.5mm: 7.6mm. The parent vessel size diameter proximal was 3.9mm and distally was 3.5mm. The modified rankin scale (mrs) score was 0 at baseline, one day post procedure and five weeks post procedure. Heparin 5000 units was administered intra-procedurally. The act was 138 seconds pre anticoagulation and 310 seconds post anticoagulation. The occlusion rate of aneurysm was 100% after the procedure. Antiplatelet therapy included ongoing aspirin 200mg/day and clopidogrel 50mg/day beginning 5 days pre-procedure and cilostazol 100mg/day for five days pre-procedure. Agratroban hydrate 60mg/day was administered from the day of the procedure for four days. There is no further information available regarding the event and procedural images are not available. The DHR is pending for enterprise lot 01426709. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01427407. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The two enterprise vrds remain implanted. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. The relationship between the enterprise vrds and the reported event cannot be determined. Although based on the available information and without procedural/diagnostic images, no definitive conclusion can be made; patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00193 and 1058196-2012-00194.

Event description:
The report from clinical study (B)(4) for patient with (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrds (B)(4) of a bifurcating ba-tip artery aneurysm, and the following day post procedure, the MRI revealed an asymptomatic cerebral infarction in left cerebellar and left occipital lobe. Action taken was medication. The outcome of the event as of eight months after onset was indicated as recovered without sequel. During the event, the stents were patent and prior or during the procedure no thrombus was noted at the site, and the stents were not implanted within thrombus. The enterprises were fully expanded, appose to the vessel wall and in a stable position. According to the physician, the relationship of the event to the vrd was unrelated where as to the procedure cannot be denied because the site of the infarction was distal to where the vrd had been implanted. No product malfunctions were noted. During the procedure, angiography was conducted. No further information is available and procedural images are not available. The patient has no medical history. The unruptured saccular aneurysm neck was 5.9mm, and the neck to sac ratio was 5.9mm: 7.2mm. The parent vessel size diameter proximal was 2.8mm and distally was 2.1mm. Mrs on (B)(6) 2011 was 0, on (B)(6) 2011 was 0, and on (B)(6) 2011 was 0. The act was 151 seconds pre anticoagulation and 338 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the procedure.

Manufacturer narrative:
Antiplatelet therapy included aspirin 100mg/day: 2011-(B)(6)~ongoing, clopidogrel sulfate 75mg/day: 2011-(B)(6)~ongoing, ozagrel sodium 160mg/day: 2011-(B)(6)~2011-(B)(6), heparin 50000u was administered intra-procedurally. Prior to implanting the vrd, and unspecified guiding catheter 7french/ 95cm (medikit), prowler select plus microcatheter ((B)(4)/lot# unk), chikai guidewires x2 (asahi intecc) were utilized. Other devices utilized during the procedure were, excelsior sl10 microcatheter x2, radifocus gt (terumo), silver speed (covidien (B)(4)), axium x4 (covidien (B)(4)) and gdc x6 (stryker). This is one of two products used during the same procedure on the same patient, which is associated with mfg report. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt 1058196-2012-00193 and 1058196-2012-00194.